Manufacturer narrative:
UDI: unknown device code, UDI unavailable. It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. A search for relative complaint was not possible as the product code and lot number is unknown. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined as the sample was not returned for investigation. If the sample is returned in the future, this complaint will be re-opened and the sample investigated. At the present time this complaint is considered closed. Device not available.

Event description:
No improvement in patients condition, revision decided on to investigate potential blockage. First revision 'shunt removal and replacement' on patient mc was performed on (B)(6)2016. Primary implant date unknown. Revision decided on to investigate potential blockage, since there was no improvement in patient's condition after initial implant. The product 'certas plus valve' was not implanted by this surgeon in the first place and therefore could not confirm what the setting was. It is thought that the setting was 4. When revising, the surgeon could not flush the shunt, and took the shunt out of the patient, tried to flush it again and it was not flushing. He then put a strata valve in. The patient's condition improved in 24 hours. The surgeon decided that there was something wrong with the valve in the first place. No adverse event to the patient. No delay in surgery reported. No supporting documents provided.